Manufacturer narrative:
This supplemental report is being submitted to correct g3 "date received by manufacturer" in the MFR report #8010047-2021-05449. According to additional information provided by olympus belgium n.v. (Obe), the person in charge of obe visited the user facility on february 23, 2021 for annual maintenance and found an MDR reportable malfunction of a defect in the digital number on the volume indicator. Therefore, the correct g3 "date received by manufacturer" in the initial report is february 23, 2021. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the device and found that when the device was turned on, the reported event was reproduced and only part of the led on the volume indicator was lit up. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc determined that the reported event was caused by a failure of the led element mounted on the front panel. The exact cause of the led element failure could not be conclusively determined. However it may have been caused by an accidental failure, since there is no abnormality in the DHR and the other led elements were not defective. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) for annual maintenance and found that the digital number on the volume indicator was defective and the digital number was not completely displayed. One of the seven line segments displaying digital numbers was broken. There was no report of patient injury associated with the event.